Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife called in to report a motor error alarm. The customer's blood glucose level was unknown. The caller completed troubleshooting and was able to rewind and fill the tubing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump was received with cracked case at the display window corner and minor scratched display window.